Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('interstitial segment with poetion embedded deep within cornua') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, diabetes mellitus and eye disorder. Concurrent conditions included menorrhagia, uterine enlargement and left lower quadrant pain. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain syndrome or disorder"), infection ("infection"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), medical device pain ("other(list) I could feel the coils while I was laying down and it hurt a lot") and vulvovaginal rash ("had some pimples on my vagina"). The patient was treated with surgery (robotic laproscopic bilateral corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, infection, dysuria, allergy to metals, medical device pain and vulvovaginal rash outcome was unknown. The reporter considered allergy to metals, dysuria, embedded device, genital haemorrhage, infection, medical device pain, pelvic pain and vulvovaginal rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral each ate device with satisfactory positioning and tubal occlusion. Pregnancy test - on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('interstitial segment with poetion embedded deep within cornua') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, diabetes mellitus and eye disorder. Concurrent conditions included menorrhagia, uterine enlargement and left lower quadrant pain. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain syndrome or disorder"), infection ("infection"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), medical device pain ("other(list) I could feel the coils while I was laying down and it hurt a lot") and vulvovaginal rash ("had some pimples on my vagina"). The patient was treated with surgery (robotic laproscopic bilateral corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, infection, dysuria, allergy to metals, medical device pain and vulvovaginal rash outcome was unknown. The reporter considered allergy to metals, dysuria, embedded device, genital haemorrhage, infection, medical device pain, pelvic pain and vulvovaginal rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral each ate device with satisfactory positioning and tubal occlusion. Pregnancy test on (B)(6) 2018: negative. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.